Event description:
New information received notes the original observation was due to oversensing on a non-abbott right ventricular (rv) lead. Initially post implant, programming changes were made to address the oversensing and the patient was discharged. The patient later experienced inappropriate shock and pauses/asystole on (B)(6) 2024 due to the rv oversensing when in atrial arrhythmias with withheld pacing. The ICD was programmed off until rv lead replacement. The non-abbott rv lead was capped (B)(6) 2024 and replaced. No other oversensing incidences were observed. The patient was stable.

Event description:
It was reported that ventricular oversensing was observed on the implantable cardioverter defibrillator (ICD) at a post op follow up for the new implant. The patient was stable.

Manufacturer narrative:
Correction:code " 4625 - additional surgery" should have been "4614 - serious injury/ illness/ impairment".